Event description:
Patient received epidural. Urinary catheter placed without difficulty, no urine obtained on insertion. Nurse continued to assess for urine return. Catheter secured by stat lock, tubing not twisted. Patient repositioned, catheter lightly tugged on, catheter removed from stat lock. Doctor notified that no urine obtained. Bladder scan obtained, 350+ ml urine noted in bladder. Patient feeling rectal pressure, nurse suspected possible occlusion due to fetal head. Doctor notified of bladder scan findings and patient pressure, vaginal exam requested. Doctor in, vaginal exam done, catheter not palpable. Catheter again readjusted after pericare and balloon deflated, catheter advanced, no urine return. Catheter removed. New urinary catheter inserted after pericare, clear yellow urine obtained immediately.